Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a loss of prime issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 300 mg/dl with increased thirst and urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. Reportedly, the prime issue started about 3 months ago with multiple loss of prime alerts using cartridges from different boxes. The reporter was able to complete prime step with cartridge changes. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Troubleshooting was unable to resolve the reported prime issue. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a prime issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data did not find loss of prime warnings. Total daily delivery added up correctly and reflects the user programmed basal rate. Visual inspection of the pump found some cosmetic damages. The pump powered up to the display with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was low out of specifications. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. The reported loss of prime issue was not verified in the black box or duplicated in the investigation. Pump casing was opened and the force sensor resistance reading was within specifications and no contamination or damage was found with the force sensor circuit.